Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, the first and the second firings were successful. The surgeon tried the third firing for pulmonary parenchyma, however an error occurred and could not fire the device at all. The procedure was completed with another device. The status of the patient: no problem.